Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the ER and was subsequently admitted to the hospital due to swelling, warmth, and pain at the ipg site. Follow-up identified the patient was subsequently diagnosed with a cellulitis infection at the ipg site.

Event description:
Follow-up identified the issue has resolved.